Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 12/28/2016 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage. Recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90 to 117mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 04/19/2016. The test strips are expired. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern:lo result. Customer stated that he has not tested regularly for the past couple of months but that when he has tested he has received a lo message. The customer denies any symptoms of low blood sugar. Customer's test strips are part of the voluntary recall (lot# ps2389). Meter memory was not set with date and time correctly as the customer took out the battery and did not reset the time.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strips issue,customer is testing with expired test strips (4/19/2016). Recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90 to 117mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2016. The test strips are expired. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stated that he has not tested regularly for the past couple of months but that when he has tested he has received a lo message. The customer denies any symptoms of low blood sugar. Customer's test strips are part of the voluntary recall (lot # ps2389). Meter memory was not set with date and time correctly as the customer took out the battery and did not reset the time.